Manufacturer narrative:
Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the patient exam transfer failed. The old ones still works, but some new exam could not be loaded. There was no patient present when this issue was identified. The technical services (ts) analyzed the exams and determined that the exam contained gantry tilt, so it cannot be loaded into the cranial software.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.